Event description:
During a right neck mass biopsy, a sponge was being withdrawn from the surgical site when it came in contact with the hand-trol and the sponge ignited, but was quickly put out. There was no harm to anyone.